Event description:
It was reported through the attorney for the patient, as a result of a legal claim that, plaintiff alleges experiencing significant pain and discomfort in the area of the defective device. The left rejuvenate hip was explanted on (B)(6) hospital in (B)(6).

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received, it will be reported on a supplemental report.